Event description:
It was reported that t:slim x2 pump battery would not charge despite use of working wall outlet, tandem charging cable, and different wall adapters and cables, and there was no shutdown or inability to turn pump back on. There was no reported impact to the customer¿s blood glucose level. Customer tried multiple power sources and cables without success until technical support performed pump reset, after which pump showed full charge, and customer planned to continue using pump and to contact technical support if issue occurred again.